Event description:
On (B)(6) 2025, the user reported being unable to unlock their pump. Attempts after cleaning the screen and hands were unsuccessful, though the user¿s father was able to unlock it. The agent advised trying different swiping methods and avoiding multiple finger contact. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.